Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 8/14/2018 for lot numbers 5696894 and 5698028, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Lot 5696894, device manufacture date: 8/9/2006, expiration date: 8/8/2010; lot 5698028, device manufacture date: 8/17/2006, expiration date: 8/16/2010. Concomitant products: contralateral mentor smooth round moderate profile 225cc saline prosthesis, catalog: 3501630. (B)(6). (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent breast augmentation revision with mentor smooth round moderate profile 225cc saline prostheses. Wrinkling on the left breast prosthesis was diagnosed post procedure via self-palpation. As a result, the patient underwent removal and replacement with a mentor memorygel breast implant 150cc gel prosthesis on (B)(6) 2018; catalog # 3501501bc, lot 7296868. At the time of this report, mentor has received no information regarding which of the two lot numbers reported: 5696894 and 5698028, is associated with the left device. If clarification on the complaint device lot number is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 9/10/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Also on 9/10/2018, mentor received additional information: serial: (B)(4). Lot: 5698028. Wrinkling on the breast prostheses was diagnosed post procedure via self-palpation. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 150cc gel prostheses on (B)(6) 2018; catalog # 3501501bc, s/ns (B)(4) (l) and (B)(4) (r). This report is for the left breast prosthesis. Concomitant products: right mentor smooth round moderate profile 225cc saline prosthesis, catalog: 3501630, serial number: (B)(4), lot: 5696894. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/23/2018, the lot number was updated as per lot engraved in device returned. The device history record (DHR) of lot number 5696894 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary completed on 10/24/2018: the device was received at mentor without fluid. Red material was observed within the device. No foreign material was observed on the shell surface. Upon visual examination, the device appears intact. No other anomalies were discovered. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Complaint was not confirmed. The device history record ( DHR) of lot number 5696894 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).